Event description:
It was reported that the image on the 9600 system was dark during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The candlesticks were cleaned and re-greased and the tube was replaced during the service call. The system was tested and found to be working as intended, and put back into service.